Manufacturer narrative:
(B)(4) loop failed to transmit current. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2013. It was reported that the snare loop failed to transmit current to the target lesion. The procedure was completed with another sensation large oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Visual evaluation of the returned device found the strain relief and catheter bent. The distal end of the catheter was kinked, and the tip was stretched. The loop was in an irregular shape, and residue was present at the tip. Electrical resistance test was performed and the device was found within manufacturing specifications. The complaint that the snare failed to transmit current was not confirmed. Manipulation of the device during the procedure could have cause the damage to the strain relief and the catheter, and the snare loop likely deformed due to excessive force applied in an attempt to cut the polyp. However, the returned device showed neither evidence of the alleged current failure, nor any defect which could have contributed to the complaint. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a sensation large oval snare was used in the colon during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2013. It was reported that the snare loop failed to transmit current to the target lesion. The procedure was completed with another sensation large oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.